Event description:
It was reported during in-hospital inspection that cs300 intra-aortic balloon pump (iabp) the battery discharges quickly.

Manufacturer narrative:
Due to character restrictions in block e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4; b5; b6; b7; d9; d10; g3; g6; h2; h3; h6 health effect ¿ clinical code, investigation findings, investigation conclusions, type of investigation, component codes; h11 corrected fields:e1 initial reporter, event site address; g1 contact person ¿ mfg site a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the batteries. Additional information was requested if the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications, but no response after making attempts, if the additional information is received, the complaint will be reopened and updated.

Event description:
It was reported that during in-hospital inspection, the cs300 intra-aortic balloon pump (iabp) battery discharges quickly. There was no patient involvement.